Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's girlfriend that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer went high while hospitalized as they were taken off the pump. The customer experienced symptoms such as falling. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the caller is not hipaa. The caller reported pump physical damage due to the fall. The insulin pump will not be returned for analysis.